Event description:
(B)(4). It was reported that post a percutaneous transluminal coronary angioplasty treatment procedure, patient death occurred. In (B)(6) 2012, the index procedure treated the 95% stenosed and 24 mm long target lesion located in the proximal left anterior descending artery with a reference vessel diameter of 3.0 mm. The target lesion was treated with placement of a 3.0 x 24 mm promus element plus, mr study stent with 0% stenosis. The patient was discharged three days later on aspirin and clopidogrel. (B)(6) 2012, 8 days post index procedure; the patient died of natural causes.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).